Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma and silicone migration" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, and seroma-late.

Event description:
Healthcare professional reported right side rupture, "pain and discomfort", "small amount of per-prosthetic fluid", and "right axillary nodes with images compatible with silicone inflammation." Device remains implanted.